Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2007 patient underwent an abdominal hysterectomy, sacrocolpopexy, burch procedure with implant of a bard/davol mesh (davol flat) due to a history of uterine prolapse and stress urinary incontinence. Attorney further alleges unspecified adverse patient outcome associated with the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.